Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical abnormalities were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that lead fracture was also noted.

Manufacturer narrative:
The lead was returned in three pieces. Analysis noted external insulation abrasions at 7.2cm to 8.8cm and 11.2cm to 11.3cm from the distal tip, consistent with friction to another device. The etfe insulation was intact in these locations.